Manufacturer narrative:
.

Event description:
It was reported that abutment fractured.

Manufacturer narrative:
Following the investigation on the returned product that was performed on september 22, 2017, it was found that the retaining screw had fractured and not the abutment screw that engages the implant had fractured which previously reported by the customer. As a result the prior submissions for MFR- 0001038806-2017-00618 submitted on september 14, 2017 is longer considered a reportable event by the manufacture and no further reports will be submitted for this event. One low profile angled abutment was returned for inspection. Visual inspection revealed moderate wear about the surface. The angled drive feature is confirmed to contain a fractured screw piece. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Angled abutments: torque the abutment screws to 20 ncm using a .048 large hex driver tip (rash3n or rash8n) with a torque device (l-tirw, catdb, rti2035, htd-c). If the surgeon places the abutments, a low profile autment healing cap (lpchc) is threaded onto the abutments and finger-tigtened using the .048¿ large hex driver (pdh02n or phd03n). To help prevent accidental swallowing, thread floss through the spinner of the driver. A root cause for the complaint could not be determined.